Event description:
It was reported that a cartridge alarm 20 occurred, preventing the customer from successfully loading a new insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to attempt loading a new cartridge, but the cartridge alarm recurred, leading to the decision to replace the pump. The customer does not currently have a backup insulin delivery method and plans to contact their healthcare provider. Technical support confirmed the customer's details and addressed concerns about delivery logistics due to hazardous road conditions by suggesting alternative shipping arrangements. A replacement pump with updated software was ordered, and arrangements for an alternative delivery address were being made.